Event description:
A hospital nurse (int'l customer) tested a patient's blood glucose while the patient was being transported to the hospital. The patient was diabetic and showing symptoms of low blood glucose. The nurse received a reading of 11.8 mmol/l (212 mg/dl) using the hospital's breeze2 meter. The ambulance arrived at the hospital about 8 mins later. A venous blood sample was taken from the patient upon arrival, and the glucose reading was below 2.0 mmol/l (36 mg/dl). The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.